Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the insulin pump did not deliver insulin during a bolus and that the display was blank. The blood glucose reading was 400 mg/dl. She stated that the customer had a virus which caused the high blood glucose and that he would be treated manually when he came home. She was unable to continue troubleshooting at that time since the insulin pump was not available.